Manufacturer narrative:
Sam medical attempted to contact the reporting agency/healthcare professional in several follow-up calls and emails but was unable to establish contact to obtain additional information on the reported issue. The device has not been returned for investigation. No device specific information was provided and DHR review cannot be carried out as lot number is unknown. If any further relevant information is identified or obtained, a supplemental report will be submitted. Complaints received for this device and reported malfunction will continue to be tracked and trended.

Event description:
The following information was provided by the initial reporter in medwatch report (report number: mw5115951): during a cardiac arrest, I attempted to utilize the sam io to gain vascular access on a patient on his left tibial plateau. The placement was correct, and the proper size io was selected. The trochar failed to engage with the bone, and both myself and my partner were unable to successfully insert the io. We ultimately were forced to use the bariatric size in order to get the item to engage. Sam medical attempted to contact the reporting agency/healthcare professional in several follow-up calls and emails but was unable to establish contact to obtain additional information on the reported issue. The device has not been returned for investigation. No device specific information was provided and DHR review cannot be carried out as lot number is unknown. If any further relevant information is identified or obtained, a supplemental report will be submitted. Complaints received for this device and reported malfunction will continue to be tracked and trended.